Manufacturer narrative:
(B)(4). Date of event: unknown month and day, captured as 1/1. Batch #: unknown. Additional information was requested and the following was obtained: what procedure was being performed? Lap nissen. What tissue was the device being used on when the error occurred? Mobilising around the esophagus. At what point during the procedure did the first ¿tighten assembly¿ error code occur? While the harmonic was in use ¿ it had worked for about 5-10 minutes without problem and then started to give the message. What is the surgeon and staff¿s experience assembling and using the harmonic devices? Dr is a loyal harmonic user that have a lot of experience with the device. Sr has been assembling the harmonic for more than a year during cases with the dr. Are the devices available for return? Unfortunately a staff member discarded the devices that have been put aside for the product complaint. The incidence happened on a friday evening, by monday morning the devices have been discarded that was put aside. Are there any photos and/or videos of the device and/or procedure available? Unfortunately not. What are the lot numbers of the disposable used in the procedure? Due to being bought stock, I could not say 100% what the lot nrs are. By pulling previous invoices, it seemed that it could be either of the following 2 lot nrs: u94u8l or u93w16. What are the serial numbers for the handpieces used in the procedure? Unknown, they have 3 hp054 handpieces. What type of generator was used? Gen11 with the newest 2018-1 software version what is the patient¿s current status? The procedure was reverted from laparoscopic to open. The procedure was successfully completed open. Patient has been discharged from hospital. A manufacturing record evaluation was performed for the finished devices and the manufacturing criteria were met prior to the release of both of the lots/batches. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that during an unknown procedure the harmonic failed during working with the message "tighten assembly". The harmonic was re-assembled. It worked for 5-10 minutes and then give error of "tighten assembly" again. A 2nd harmonic has been opened with exactly the same experience - working for a while and stop working with same error message as above. The customer used 2 generators as well as 2 hp054 hand pieces. No solution to the problem, the patient's procedure was converted to open. The surgery was delayed 1 hour. The procedure was successfully completed.